Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was not able to connect to wireless fidelity (wi fi). However, at analysis it was determined that the cursor would jump away from the stylus in the upper right of the screen. The controller board was replaced. Reloaded, and updated software, and the device then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to service, and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.